Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention, when complaint returns are received.

Event description:
It was reported that the user experienced repeated infusion occlusions while using the ilet, including an event where an occlusion led the user to disconnect from the body and stop wearing the device; the user reported a highest blood glucose of 300 mg/dl on a cgm, out of range for more than 90 minutes, and confirmed the ilet provided low alerts. Symptoms included none reported. Outcomes included correction with backup subcutaneous insulin and no need for outside assistance or medical intervention. Investigation included review of user feedback and device performance history related to occlusion and infusion set performance. Investigation of this case revealed an occlusion-related insulin delivery interruption with unclear root cause, with contributing factors possibly related to infusion set performance and site management; no device component failure was confirmed. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.